Event description:
It was reported that during an intervention the stent became dislodged at the valve on a 7fr cook ansel sheath. The valve was very tight and the stent was forced back on the balloon as it was pushed through. The physician removed the sheath with the stent in it. No harm came to the patient.

Manufacturer narrative:
The device was not returned therefore a complete investigation could not be performed as the balloon could not be inspected to ensure the witness lines of the crimped stent were visible (when the product is crimped, the stent struts impart permanent imprints to the exterior of the balloon). The details provided indicate that the stent was dislodged at the valve of the cook introducer sheath, but it was not returned and an inspection for damage and a dimensional analysis could not be performed. The details provided indicate that the physician removed the existing sheath and replaced it with a new sheath as well as a new icast covered stent. Once changed the case went well with no complications. It is possible that the first sheath was not fully dilated prior to the insertion of the first icast covered stent. All introducer sheaths are provided with a vessel dilator and or obturator to open the sheath fully. This cannot be verified without the sheath in question.